Event description:
Report rec'd from abbott international affiliate (abbott/canada) reporting an overdelivery. According to the report: "overdelivery of morphine coincident with pca pump. Pt experienced a decrease in blood pressure as a result of the overdelivery...upon settling pt post-op, pca pump was double checked by 2 rn's. Pca was programmed in rr (recovery room). Line was not clamped. Pt had not used pump, 0 readings, syringe read 0 absorbed. Pca explained to pt. Pt pushed pca button 1x, 3ml delivered, syringe checked - 7.5 ml delivered. Pca clamped and button taken away from pt. Blood pressure decreased, pulse decreased, o2 decreased 84% on room air. Dr. Paged, orders received, pharmacy notified. When physician called, post-op pt was prescribed supplemental o2 and pca discontinued. Morphine vial was 2 mg/ml. Pt hospitalization was not prolonged as result of incident." There were no pca programming parameters reported, only morphine concentration. There was no additional info reported.